Event description:
During routine post-op x-rays, it was discovered that the last 2 set screws were loose and that the rod on both sides had "slipped". Pt was unaware and pain free. In 2003 pt is o.k.